Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a pericardial effusion. The physician believes that the pericardial effusion was caused by the implantation of the device. The patient's fluid was removed. The patient was stable.